Event description:
It was reported to olympus that the insufflation unit's air supply stopped. This occurred during a therapeutic robot-assisted radical prostatectomy procedure. The power was not turned off and when the start was pressed, the air supply resumed and the procedure was completed. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, d9, h3, h4, h6. The device was returned for evaluation and the customer's reported issue was not confirmed. In addition, it was also reported that the flow rate light emitting diodes (leds) went off and there was an abnormal indication of the remaining gas level. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the reported events could not be determined. Since the pump was not restarted unless the start-of-air-supply button was pressed, insufficient connection to the high-pressure hose or insufficient supply of co2 gas due to a gas leak in the piping could have resulted in stoppage of air-supply due to a lack of gas. In regards to the abnormal indication of remaining gas level, it is likely a temporary malfunction of the supplied-pressure sensor in the connector or the main circuit board occurred, which resulted in trouble with the remaining co2 level indication. Lastly, the front-panel flow rate indicator led may have disappeared temporarily due to a malfunction of the main board. Olympus will continue to monitor field performance for this device.